Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a new battery cap and couldn't get the pump to pair with minimed mobile application. The customer got the message feature not available pump was suspended. The customer was assisted in rewinding the pump and resuming the basal. It was also reported that customer changed the infusion set and received pump not paired message was on minimed mobile app. Pump not paired message is for loss of connection between pump and mobile device. Customer suspended the pump during set change (customer is not reporting a complaint for pump suspended). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-6102.